Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported experiencing an itching sensation at the sensor insertion site and observed yellow drainage leaking through the overlay patch, which led them to remove the sensor earlier than intended. Upon removal, the patient noted signs of infection, including redness, a rash, yellow drainage at the needle puncture site, and bruising in the surrounding area. On (B)(6) 2025, the symptoms worsened, prompting the patient to seek care at the emergency room (ER). In the ER, the patient was evaluated and diagnosed with an abscess at the needle puncture site. They were prescribed a 10-day course of oral antibiotics (bactrim smz 160/800 mg, twice daily) and began treatment on (B)(6) 2025. No laboratory tests or diagnostic imaging were performed, and the patient was discharged home the same day. At the time of this report, the patient continues to experience redness, drainage, and bruising at the insertion site. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).